Event description:
Customer reported that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. Blood glucose value is 195 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button response, due to corroded keypad traces. No scrolling number display anomaly noted. Unable to verify battery out limit alarm, due to unresponsive button. Insulin pump received with minor scratches on display window, cracked case on display window corners, cracked reservoir tube lip and cracked reservoir tube.